Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple drugs were dropping to be filled in just-in-time (jit) when they were not below par or were not correctly dropping. A technical support specialist logged into the server and ran the required query to verify the trigger referenced in the knowledge article (ka) - "restock order 5.2 - extra refills for medication sent, cur value same for all devices", confirmed that the trigger fix had already been applied. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server multiple drugs were dropping to be filled in just-in-time (jit) when they were not below par or were not correctly dropping. There were no delay, no adverse events or injuries reported based on this event.